Manufacturer narrative:
At the beginning of a coronary intervention, a 6fr vista brite tip guide catheter was found to leak. The use of the catheter was discontinued and no patient injury occurred. As reported, a snapping noise was heard as torque was initially applied. The physician removed the catheter and found a kinked section on the proximal shaft. He tried to straighten the area but when flushing the damaged catheter a small hole was noted in the kinked area. No anomalies had been noted prior to use and the procedure was successfully completed with other products. A non-sterile 6fr vista brite tip guide catheter was returned coiled in a plastic bag. At glance, the catheter presented a twisted section 29.5 cm from the proximal end. The twisted section presented exposed wire. No other abnormalities were found. The catheter was measured against the specification and the inner and outer diameters were within the expected tolerances. During functional analysis (flushing), the catheter was found obstructed with old blood, which prevented the leak from being reproduced. Visual analysis did identify holes in the twisted area so the leakage could be confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. Although the exact cause of the catheter damage could not be conclusively determined, it could be related to overtorquing. No actions will be taken at this time.

Event description:
The male patient's age was unknown. The target lesion was the mid left anterior descending. The lesion was de novo, moderately calcified and moderately tortuous. There was 80% stenosis. Femoral approach was chosen for the procedure. While applying torque on the brite tip (6f lbt jl3.5) to engage it, there was a snapping noise from the first attempt. Therefore, the guiding catheter was retrieved from the patient and the physician confirmed a kink at the proximal shaft. The physician tried to fix the kinked section after the anomaly was found. When flushing the unit with heparin, the physician confirmed contrast medium leakage from the kinked section and there was a small hole noticed at the kinked section. Therefore, the physician stopped using the brite tip and a different guiding catheter (axess jl3.5) was used without issues, and the procedure was finished successfully. The product was clinically used and will be returned for analysis. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.